Manufacturer narrative:
.

Event description:
Following implant, prior to the stimulation being turned on, the pt experienced abdominal pain. Intraoperative impedances were not conducted. The lead was placed at the t9 level. The lead was removed and all other tests ruled out anything abdominal, so the physician assumed it was the lead placement. The pain was gone after the lead was removed. The pt was doing "fine" and plans were to replace the lead. It was later reported that the rest of the system was explanted while the pt was still an inpatient.